Manufacturer narrative:
Initial and final MDR 1922603 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was taken to the emergency room and consequently was hospitalized on (B)(6) 2024. The event of leakage occured with 6 tubings of infusion set. The blood gucose level of the patient was over 500 mg/dl. The ketones level were high and were lifethreatening. Relevant treatment included intravenous and fluids of saline and insulin to trat high blood glucose. No further information.